Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited chronic high thresholds, as well as increased pacing impedances, decreasing r-waves as well as sensing issues. A chest x-ray was taken which showed the lead had moved from its original position. The programming was changed in an effort to alleviate any further issues, and no intervention is planned. To date, no adverse patient effects have been reported.